Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 253 mg/dl. A correction bolus via the pump was delivered to address bg. A system check was performed and it was determined that the pump time was incorrect by 3 minutes, cause was unknown. Reportedly, customer adjusted the pump time to address the issue and insulin delivery was resumed.